Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 135 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on april 12th, 2022, stating that during further troubleshooting, the issue could not be duplicated.